Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 21-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the deterioration of the power switch components of the subject device due to the repeatedly long-term use passing more than 9 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the power switch failure of the subject device at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found that the power switch was damaged and then its damage made not turning on the subject device occasionally. There was no patient injury associated with this report.